Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited infection with sepsis and was part of the system revision. Reportedly, the patient also had (B)(6). There were no additional adverse patient effects reported. The pacemaker was explanted.